Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 134 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was running high when they pulled out the sensor and noticed it was bent. Customer stated that they did not used auto mode. The insulin pump will not be returned for analysis.